Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events occurred prior to the malfunction. The customer was unsure if this caused blood glucose to exceed a certain level, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur after the reset. The customer was informed they could continue using the pump and to contact support if any issues reoccurred.